Event description:
Pt underwent cardiac catheterization in 2008. The right femoral artery was sealed with a vascular closure device (mynx). Post procedure a sh hematoma was noted; considered stable, not requiring action. At approximately 10 days later, pt presented with a popliteal artery embolus requiring surgical removal.